Event description:
It was reported that the right atrial lead exhibited noise causing inappropriate auto mode switch episodes. No intervention was performed. The patient would be monitored. No patient symptoms were reported.

Event description:
New information states the lead continued to exhibited low impedance and noise. The lead was capped and replaced.